Event description:
Abnormal noise from the expiratory valve, then smoke went out from the sv 300. The sv 300 runs "normally", without flow or pressure alarm. The sv300 was disconnected from the patient.